Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with albumin gen.2 (alb2) assay on a cobas 8000 cobas c502 module. Initial result: 6.9 g/dl. The customer found liquid on top of the reaction cells and a drip from a cell rinse mechanism nozzle prompting the rerun of the sample. Repeat result: 4.1 g/dl (tested on another c502). The repeat results were deemed to be correct.

Manufacturer narrative:
The alb2 reagent lot number was 79428101 with an expiration date of 30-jun-2025. The qc was acceptable. The alarm trace showed "abnormal aspiration (sample probe)" alarms. These are indicators of possible poor sample quality. The field service engineer found that the vacuum tubing on the rinse mechanism was worn. He replaced the damaged tubing, rerouted the tubing to relieve tension in the affected spot, and verified the rinse levels. Precision studies were performed and they were within specifications. The instrument was verified to be performing within specifications. The investigation determined the service actions resolved the issue. No further issues were reported.